Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports experiencing two traumas over the implant site.

Manufacturer narrative:
This failure mode is monitored through risk management and product performance monitoring activities. No further action seems required at this time. This is a final report.

Event description:
The patient reports experiencing two traumas over the implant site.

Manufacturer narrative:
As per additional information received a revision surgery to re-insert the partially migrated active electrode into the cochlea has been carried out successfully. The device remains implanted and in use. This is a final report.

Event description:
The recipient initially reported two traumas over the implant site. At the time of initial reporting it was unknown if the hearing performance was affected since the recipient had ongoing speech lessons. However, the recipient reportedly detected soft sounds. The revision surgery to re-insert the partially migrated active electrode into the cochlear conducted on the (B)(6) 2018 went well.